Event description:
A carefusion sales representative contacted a customer on (B)(6) 2012 and was informed by the customer of an issue that occurred with their carefusion heated ventilator circuit. The customer advised that the circuit was in use on a patient and the heater wires melted the plastic material of the circuit. Two of the tubes melted together, and a hole was created. Due to the hole in the circuit, air/pressure was lost and the ventilator began to alarm, notifying the clinician. The circuit was exchanged for another circuit and the situation was resolved. The customer confirmed there was no injury or adverse event to the patient as a result.

Manufacturer narrative:
(B)(4) when the investigation is completed, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's returned sample was received and evaluated. Visual inspection confirmed that the clear tubing was melted. A resistance test was performed on the heated wires in the blue and clear limbs and all values were within specification. The lot number was not available, and therefore it was not possible to review the device history record for any extraordinary event that could contribute to the defect reported. Because the resistance of the wires was within specification, the root cause of melting could not be determined. It was noted that the warning section of the labeling for this product indicates, "caution do not use this circuit where gas temperature at the outlet of the humidifier exceeds 68 degrees celsius."